Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, post-paced t-wave oversensing was observed. Patient was asymptomatic. Programming changes were suggested. No further information was available.